Event description:
A report was received that the patient has an infection at the pocket site. The patient's symptoms were redness, tenderness and the corner of the pocket site had opened up. This is the second time the physician is cleaning the pocket site out due to infection. No additional information is available regarding the first pocket infection. This time, the physician cleaned out up both the lead incision site and cleaned out the pocket. The patient was prescribed IV antibiotics and is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation of the implanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory. This is the final report.